Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented. Please also reference the associated devices for this report under MFR report # 2951238-2014-00263 and 2951238-2014-00269.

Event description:
Olympus was informed that three patients had tested positive with a stenotrophomonas maltophilia infection and would require treatment. However, the exact date is unknown for the reported events and what type of procedure were performed. It was stated that the patient's health issues could not be ruled out as a contributory factor and the cause of the infections could not be conclusively tracked back to the device that was used during the unspecified procedures. It was noted that once the reported event occurred, the device was removed from service by the user facility. The device referenced is this report has been sent to an independent laboratory for further testing. Olympus followed up with the user facility for add'l info regarding the reported event, but was provided limited info.